Event description:
The customer reported that the bedside vital sign monitor will not properly read gas. This has occurred for multiple patients. When the biomed tried to calibrate the unit, they got a cal error. Ref MFR report 8030229-2014-00113.